Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot that was released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 5 for the same event. It was reported by the sales rep that during a knee repair surgical procedure, it was observed that two of his omnispan meniscal appliers and three omnispan meniscal repair system, w/ 12 degree needle would not deploy. According to the report, the sales rep reported the grey trigger would not depress, after attempting to force the trigger the first implant shot off the needle. It was reported that the surgeon then replaced the applier and needle; and again, the grey trigger would not depress. It was reported that the surgeon removed the needle, placed a new third needle on the second applier to the same result that the grey trigger would not depress. It was reported that the surgeon completed the procedure with a competitor¿s device with no patient consequences or delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.